Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the catheter stopped aspirating. A spiroflex® angiojet® thrombectomy set was selected to treat a ¿very small¿ left anterior descending(lad) coronary artery. After prepping the catheter, an error message was received. The stylet was removed from the catheter and the device was re-prepped. When the device was advanced through the lad, the console kept displaying an error message to check the catheter. After a couple seconds of aspirating, ¿it would stop and prompt them to look at the catheter,¿ resulting in a final error of ¿persistent error.¿ they did not switch out the catheter because at that time they were able to re-establish flow. The patient was treated with a stent. No patient complications were reported and the patient's condition was reported as ¿fine.¿